Manufacturer narrative:
Device evaluation: analysis of the returned device identified: delamination of diaphragm valve, creases flat and opening posterior. A leak test and microscopic analysis was performed which identified delamination on the valve (approximately 90%), two striated opening, wear abrasion, non-penetrating nicks and white particles. Based on the device analysis the final assessment is: a delamination partial of the valve (cohesive failure). A striated edge opening on posterior due to surgical damage consist in the use of some surgical tool.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.